Event description:
The customer reported the system was not saving images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord plug was replaced. The system was then found to be operating as intended.